Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked the o-rings/stopper groove for anomalies, and none were found. Checked the reservoir for leaks, and no leaks were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin leaked from the plunger into reservoir compartment. Customer's blood glucose was 221 mg/dl. Customer also reported that insulin pump was stuck in failed battery alarm. Customer was advised to return the reservoir for analysis.